Event description:
It was reported unspecified cartridge issues occurred with multiple cartridges. Reportedly, the customer received multiple error messages indicating that the cartridges were "unusable". There was no adverse impact to customer's blood glucose level. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.